Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a patient presented with chest pain. Result time collection time (B)(6) 13:050.09 13:12, sample 1 0.00 13:31, repeat on same sample0.01 13:49, repeat on same samplethere was no lab comparison performed. The customer states that the patient's final diagnosis was that the patient was over worked days after gaul bladder surgery - dischargedbased on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).